Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty, the device fractured. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The reported device was returned for review against the complaint for the broken handle. Visual inspection of the device identified the blue handle had fractured and some of the part is partially missing. The device fractured at the center through the dowel pinhole. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.